Event description:
It was reported that the ilet bionic pancreas generated an alert 38 indicating consecutive stalled motor while the user was at work, and the user¿s blood glucose was 222 mg/dl without reported symptoms; the event resolved after a full supply change and device troubleshooting education was completed. Investigation included technical review and user troubleshooting over the phone. Investigation of this case revealed that the alert cleared following infusion set and supply replacement, with blood glucose returning to range, and no device malfunction was confirmed. Outcomes included no need for medical intervention. It was concluded that hyperglycemia occurred with cause unclear and that education and supply change resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.